Manufacturer narrative:
Service was dispatched to the site (B)(4) 2011. The field service engineer (fse) replaced the electrolyte injection cup (eic) valve assembly, the ratio pump assembly, and the carbon bridge. Instrument ise health checks were performed to verify device performance. The system health check data met established acceptance criteria.

Event description:
The customer reported the generation of an "ion-selective electrode (ise) ratio pump not home" error on a unicel dxc 600 synchron system. Beckman coulter inc. Customer technical support advised the customer to cease use of the instrument until repairs were complete and performance was verified. They also recommended that the customer verify all ise assay test results generated since the last quality control assessment prior to the event. The customer indicated that there were no erroneous results generated associated with this event. Hence there was no death, serious injury or modification to patient treatment associated or attributed to this event.